Event description:
Hcp reported pt presented with signs of an infection of the device pocket, which include scalp erosion bilaterally over ipg connector sites with secondary infection. Cultures of the device pocket tested positive for staph coag. The pt was treated with IV anitbiotics and total device system explant. The device was explanted but not returned to the manufacturer for analysis.